Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported after the deep brain stimulator (dbs) system was implanted the patient ¿went downward;¿ the patient lost total control of their balance and their swallowing was affected. As a result ¿something went into their lung¿ on (B)(6) 2016 which led to bilateral pneumonia which they died from on (B)(6) 2016. Relevant medical history includes parkinsons dual and movement disorders.

Event description:
Additional information received from the consumer reported the patient died of pneumonia, and nothing was related to the implantable neurostimulator (ins) or therapy. It was noted the patient was also a diabetic. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.